Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. .the customer's blood glucose (bg) level was 541 mg/dl. Reportedly, the customer had not addressed their bg level at the time of troubleshooting, however stated they would change the cartridge and administered a correction bolus via the pump.